Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Impaction handle release mechanism broke during impaction of femoral implant. All pieces retrieved and another handle was readily available. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was not returned, however, review of the provided photos confirmed the reported breakage. Root cause and corrective action are documented in the CAPA system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.